Manufacturer narrative:
D9: date returned to mfg.: 12/12/2024. D3: correction. H3 and h6. Codes: updated. Device evaluation: the customer reported issue was duplicated through functional test. The cause of the reported issue was the downstream occlusion (dso) sensor stuck. The reported issue was resolved by replacing the dso sensor. The device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave a cassette not attached error. There was no patient involvement.